Manufacturer narrative:
Although a root cause cannot be identified for the generated result discrepancy, the data shows true amplification for the positive result. The investigation into the reagent lot indicated no systemic product problem. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Added sample collection information in b6.

Manufacturer narrative:
An investigation is in progress. No instrument related issue was identified. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the netherlands alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza b (negative for sars-cov-2 and influenza a). The same sample was retested on a competitor platform (panther) which yielded a negative result. Results were reported out as negative. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.